Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported external leak noticed when patient was receiving medication as an in-patient. Had been given chemotherapy prior to this. The line was removed immediately. Securacath in use. Required additional line placement and delay to treatment, resulted in additional IV access while an inpatient. Awaiting confirmation of location of fracture, additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC placed (B)(6) 2024 and removed (B)(6) 2024. Total catheter length 45cm, inserted to basilic vein, saline locked, securacath placed between 9 and 10cm, j-loop back up the patient¿s arm, exit marking 10cm. PICC used for oncology treatment (vincristine, doxyrubicin) and antibiotics (magnesium, calcium, potassium). Not known if PICC was used for CT scans, no known occlusions. Leak identified by visible hole/fracture outside the patient at the 1cm mark. PICC was used 29 days. Patient was in the hospital in general medicine at time of incident. Patient took PICC home, but no maintenance was performed outside of the hospital. Unknown if there are xray images available. Catheter site cleaned with chloraprep (3ml). Unknown if patient participated in physical activities. No additional comments.